Event description:
I am writing to you today to inform you of my situation with the pelvic mesh surgeries that I have had. I agreed to have the vaginal sling inserted only because of the more productive life that I was told I would have. Because of that first surgery to implant the mesh, I have suffered numerous complications. Including but not limited to: "two add'l surgeries due to erosion, pain, irritation, infections, discharge, depression, painful sex, and future surgery to remove the entire mesh if possible. May be this info can help you at your upcoming meeting. First surgery date was (B)(6) 2007. Second surgery was (B)(6) 2007. The problem was detected only a couple of months after mesh was implanted but due to my financial situation, I had to wait until december to have the surgery. Third surgery was (B)(6) 2008.